Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, a broken blade was noted on the harmonic ace instrument. The broken piece fell inside of the patient but was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the tip. A piece approximately 0.143" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.